Manufacturer narrative:
Device label code for f10. Position 1: 1701 and position 2: 1738.

Event description:
The iab catheter was dropped on the floor. Another iab had to be used. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: unk - reported 1/31/97. Patient's current status: unk - rpt'd 1/31/97.